Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was returned for analysis. The guide wire was returned within the catheter. The guide wire was found to be stuck inside the catheter and could not be removed. The catheter shaft was visually examined and the shaft was found to be broken at 60.3 cm from the tip. The braid was exposed from 60.3 cm to 64.5 cm from the tip. The catheter was found stretched at both sides of the breakage. The catheter shaft was also found flat/crushed at 47.8 cm from the tip and at the tip. A coating confirmation test was carried out to check the presence and integrity of the coating. The test revealed that the presence of coating and coating damage was evident along the coated length. Excessive force used in attempting to remove the microcatheter from the dispenser coil most likely caused the damage to the coating. There was no peeling or missing coating. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 12nov2015. It was reported that the wire became unable to pass through the microcatheter. A 135cm renegade hi-flo fathom system was selected for use. During preparation, the device became clogged and was unable to pass a wire through the microcatheter. No embolic materials were used through the microcatheter prior to that point. No harm to the patient was reported. However, device analysis revealed that the guide wire was stuck inside the catheter and the catheter shaft was broken from the tip.